Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure. The reason for the explant was not specified. The patient outcome was not provided. No further information is available.

Manufacturer narrative:
Unknown, information was asked but not provided. Date of event: exact date is unknown/not provided. Best estimate is between (B)(6) 2022 and (B)(6) 2022. If explanted, give date: unknown, information was asked but not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.